Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a female patient reported that the cartridge holder engagement tabs of her humapen ergo device was "broken" and that she "can not fix it anymore." The device was not returned to the manufacturer for investigation (batch 0612a02, manufactured december 2006). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The narrative suggests the presence of a known malfunction (broken cartridge holder engagement tabs), but since the device was not returned, the malfunction could not be confirmed. A complaint history review of the batch did not identify any atypical findings with regard to clear cartridge holder two tab breakage complaints. The patient reported using the device for 4 years. The user manual states the humapen ergo has been designed to be used for up to 3 years after first us. It also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the complaint.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a female patient; age and ethnicity not provided. The patient was taking insulin lispro via humapen ergo (clear cartridge holder); indication for use not provided. On an unspecified date, it was reported that the engagement tabs, the part that holds the cartridge, were broken. This humapen ergo device was associated with (B)(4)/lot number 0612a02. The patient was the operator of the device and her training status was not provided. The model duration of use was not provided but the patient used the suspect device for four years. The suspect humapen ergo (clear cartridge holder) device associated with (B)(4) was not returned to the manufacturer as it was reportedly not available for return. Edit 11jul2018: upon internal review, corrected patient gender in narrative. No new information was added. Update 18jul2018: additional information received on 18jul2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Added date of manufacturer for the suspect humapen ergo (clear cartridge holder) device associated with (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 23jul2018: updated medwatch fields for expedited device reporting. No new information added.